Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system had a hole in the catheter which lead to leakage. The following information was provided by the client: "on (B)(6) 2022, the nurse to enhance injection for patients in liquid medicine, found that closed venous indwelling needle tube wall rupture have leakage of liquids, immediately stop using, comfort patients, replace a new one and the same origin the same batch number the same type of closed venous indwelling needle, did not cause harm to patients, subsequent operations, the same batch products, found no similar problems."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1111420. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system had a hole in the catheter which lead to leakage. The following information was provided by the client: "on (B)(6) 2022, the nurse to enhance injection for patients in liquid medicine, found that closed venous indwelling needle tube wall rupture have leakage of liquids, immediately stop using, comfort patients, replace a new one and the same origin the same batch number the same type of closed venous indwelling needle, did not cause harm to patients, subsequent operations, the same batch products, found no similar problems."